Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 to relocate the ipg pocket site which resolved the issue.